Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue files 6x ster. Broke during use. Broken part remains in root canal. Further treatment is planned. Request for additional information has been made.

Manufacturer narrative:
Summary: the two returned reciproc blue files r25 8/100 25mm 025 are broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1770829, #1770305 and #1771379). Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).